Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the bend relief and jacket of the patient¿s pump cable was confirmed through evaluation of the images submitted by the account. A cause for this damage could not be confirmed during this investigation. It was reported that the patient presented with a ripped pump cable bend relief that had been repaired several times before. The bend relief was brittle and nearly completely loosened. The underlying armor layer was also visible and beginning to take damage. The clinic removed the ripped area and bend relief, and placed a tube and rescue tape in place of the removed material. No functional issues were reported. Evaluation of the submitted image confirmed a missing portion of and brown discoloration to the bend relief of the pump cable, as well as an exposed part of the armor layer underneath the missing portion of the bend relief. These had been covered in rescue tape, which was shown to be torn. Pictures also showed the repair carried out by the clinic, which involved a tube being added to replace the bend relief and rescue tape applied on top of it. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) , serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) lvas instructions for use (IFU) is currently available. Section 2 "system operations" provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with a ripped bend relief part that had been repaired several times before. The bend relief was brittle with the fiber layer of the cable was visible. There were no technical issues reported. The old bend relief portion was replaced and the cable was wrapped tightly with rescue repair tape. No additional information was provided.